Event description:
It was reported that, while the cuff of this artificial urinary sphincter was closed, the patient presented at the emergency room, where a foley catheter was inserted prior to device deactivation. Due to this, the urethra was perforated and there was resultant erosion of the cuff. Infection was also noted. The cuff was explanted and deactivation plugs were placed. No further patient complications were reported.